Manufacturer narrative:
The unit was returned. The head rest itself functional as designed with no holding issues found. There was a condition found with the positioner's integral key "hex tool" - the user's interface with the device used to fixate the positioner during setup. The key was returned to us damaged. The adhesive (applied to the threads on the tool's threaded handle) had been broken but the unit had continued to be used - allowing the tool's handle grip to back off the hex tool's threaded stud. The broken "hex tool" did not allow the end user to fully tighten the ball joint.

Event description:
On (B)(6) 2010, allen medical was contacted by a customer requesting a repair for a c-prone head positioner. The unit was reportedly worn and not holding position. There were no injuries to report.